Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator would not turn on, even when pressing the power button. There was no patient involvement when the issue occurred. No patient or user harm reported. The device was evaluated by a service engineer (se), and it was reported that the issue was confirmed, and the device would not turn on. The se replaced the user interface (ui) assembly to resolve the issue. The device was cleaned, and testing was performed. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.